Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that that the screen takes about 15 seconds to display. There was no reported patient involvement.